Event description:
It was reported via repair work order that the wheel pivot bearings were stuck which could lead to a cot tip. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.